Event description:
patient reported infusion set doesn't stay attached in the heat in Georgia on (b)(6) 2026.

Manufacturer narrative:
Initial 2 of 6.Based on the available information, this event is deemed to be a reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.